Event description:
The user's hearing performance with the device is affected. The user reports popping and hissing noises with the device other than that the user has no hearing sensation with the device anymore. CT imaging has been requested. Revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device is affected. The user reports popping and hissing noises with the device other than that the user has no hearing sensation with the device anymore. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.